Manufacturer narrative:
Date of explant is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up indicates that the issue has resolved and the patient no longer has numbness and has regained the use of their extremities.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a trial implant on (B)(6) 2019, the patient experienced numbness and the inability to move their arms or legs. In addition, the patient went into shock and was transported to the hospital by ambulance. Per follow up, the patient is recovering. No further information is known at this time.